Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was not happy with result. The lens was exchanged for a different lens within 1 month following the initial procedure. Additional information request and received stated that there was no patient harm and patient was not hospitalized.